Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was injured and damaged. The pt had to undergo a second procedure as a result of the failure of the device. The device was not returned for eval.